Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the tip of the stem inserter shaft broke off while inserting the stem. The same thing happened to the second shaft which we have given to the surgeon. Got a third one and finished inserting the stem. All pieces retrieved. Surgical delay of 3 minutes.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h4 (expiry date). The device involved was an instrument and does not have an expiry date. The expiry date reported on the initial was filed in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.